Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose of 600mg/dl with no reported signs or symptoms of hyperglycemia associated with a suspend issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting did not indicate any alarms associated with the suspend issue or any evidence of use error. This complaint is being reporter based on the allegation that the patient experienced hyperglycemia associated with an issue with the pump's suspend function.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: a review of the pump histories showed four manual suspends/resumes on the event date 06/19/2016 as follows: a manual suspend at 20:56 and a manual resume at 20:56; a manual suspend at 21:05 and a manual resume at 21:11; a manual suspend at 21:25 and a manual resume at 22:51; a manual suspend at 23:06 and a manual resume at 23:07. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring; no self-suspending occurred during testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. There was no hypersensitivity found to the keypad buttons. During testing, the pump was able to be manually suspended and manually resumed with no issues. The complaint of a suspend issue could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).